Event description:
The customer reported intermittently noised image during service involving an olympus rigid video laparoscope. There was no patient involvement reported.

Manufacturer narrative:
E1 address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.